Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. The root cause cannot be determined as no product was returned.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured thrombocytopenia with a possible relationship to the impella device used: on (B)(6) 2024, patient has thrombocytopenia at 64. (B)(6) - stable platelet count. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation for the thrombocytopenia, limb ischemia, renal failure, and sepsis has been completed. No product was returned for evaluation. Clinical details states that the pump remained supporting patient for an additional 6 days before explant. Without the pump nor sufficient clinical details, the root cause of the thrombocytopenia, renal failure, limb ischemia, and sepsis could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. B5-added additional narrative h6-clinical code 2067, 1942, 2041, impact code 4644.

Event description:
Additional information provided from abiomed¿s long-term outcome and quality indicator (loqi) impella registry database reported worsening acute kidney injury with relationship listed as possibly related. Patient was started on continuous renal replacement therapy and was hemodynamically stable off pressors. Transitioned to hemodialysis (hd) on (B)(6). Line holiday for mrsa (B)(6), blood cultures were clear since (B)(6) . Last hd on (B)(6) with renal recovery. Patient was started on spironolactone, had a decrease in potassium, and continued on torsemide. Additional right lower extremity (rle) compartment syndrome was reported with relationship of possibly related. Loqi states: post va ECMO cannulation, patient had right lower extremity compartment syndrome requiring emergent bedside fasciotomies x4 with necrotic muscle noted at time of fasciotomy. (B)(6) underwent bedside cauterization of rle fasciotomy site for persistent serosanguinous drainage. (B)(6) rle debridement and partial complex would closure. The deep posterior compartment had muscle that appeared nonviable and nonreactive to cautery. Remained critically ill with non- healing, infected fasciotomy wounds with loss of pulsatility. Discussed risks and benefits with family and they elected to proceed with right above the knee amputation. On (B)(6)..

Event description:
Additional information provided from abiomed¿s long-term outcome and quality indicator (loqi) impella registry database reported worsening acute kidney injury with relationship listed as possibly related. Patient was started on continuous renal replacement therapy and was hemodynamically stable off pressors. Transitioned to hemodialysis (hd) on (B)(6). Line holiday for mrsa (B)(6), blood cultures were clear since 8/15. Last hd on (B)(6) with renal recovery. Patient was started on spironolactone, had a decrease in potassium, and continued on torsemide. Additional right lower extremity (rle) compartment syndrome was reported with relationship of possibly related. Loqi states: post va ECMO cannulation, patient had right lower extremity compartment syndrome requiring emergent bedside fasciotomies x4 with necrotic muscle noted at time of fasciotomy. (B)(6) underwent bedside cauterization of rle fasciotomy site for persistent serosanguinous drainage. (B)(6) rle debridement and partial complex would closure. The deep posterior compartment had muscle that appeared nonviable and nonreactive to cautery. Remained critically ill with non- healing, infected fasciotomy wounds with loss of pulsatility. Discussed risks and benefits with family and they elected to proceed with right above the knee amputation. On (B)(6).

Manufacturer narrative:
No product was returned for evaluation. Data logs were reviewed and some variability in placement signal and pump flow as well as snr. Rt logs from time of alarm show no hard failures of optical parameters. Clinical details noted that ECMO was decannulated after alarms began. Pump remained supporting patient for an additional 6 days before explant. The root cause of the optical signal issue cannot be determined as no product was returned to confirm failure of optical sensor. Thrombocytopenia: the cause of the issue was not determined due to insufficient clinical details. Renal failure: the cause of the issue was not determined due to insufficient clinical details. Limb ischemia - irreversible: limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition ¿ any concomitant medication ¿ vascular size or variations thereof ¿ detailed description of the symptoms experienced by the patient ¿ physical examination findings, including pulse assessment and visual examination of the affected limb ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension ¿ patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Infection/sepsis: an infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician -physical examination findings -results of special investigations : laboratory test results & imaging studies -microbiological culture and sensitivity results -response to previous treatments and therapies -any relevant epidemiological information or exposure history -concomitant devices in use -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site because this evidence has not been provided, the root cause of the infection cannot be determined.

Event description:
The investigation uncovered placement signal issues.

Manufacturer narrative:
B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-25135. D10 concomitant medical products and therapy dates updated. E4 should have been left blank in the initial report.